Event description:
It was reported that during a breast biopsy procedure, the following error message l3-021 displayed frequently. The biopsy was stopped in the middle of sample mode. There is a request to check the l3-021 error display on the unit. There were no adverse consequences to the patient.

Manufacturer narrative:
H3 eval summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the vso system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.